Event description:
Boston scientific received information that a patient's newly shipped power cord would not power on their communicator. The communicator and new power cord were sent back to the laboratory for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the communicator (when using the new power cord) did power up and started to emit the smell of smoke when performing its first baseline wakeup interrogation test. Several parts of the inductive controller daughterboard and wand control board (icb) became overstressed and "fried" as a result of the interrogation failure. It is unknown as to which of the wcb parts failed first and caused the other parts to become overstressed. Nobody was hurt or injured during this incident. The original allegation against the communicator was not confirmed through analysis as the communicator did power up, however this event occurred, thus making this returned communicator now medical device reportable. No impact on critical therapy.